Event description:
A patient reported an aligner ill fit. Upon the clinical support assessment team review, tips were sent to help the patient with blanching and aligner fit tips as there are air gaps present in the patient's aligners and some discoloration in their gums as well.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.